Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation and the customer report could not be duplicated. The device was functionally tested using the returned multifunction cable, and all testing passed with no issues documented. The activity log review showed multiple pad short events and attempts to discharge without successfully charging on 11/07 which is normal. Accessory faults were observed on 11/13 suggesting the electrode pad connection, placement, or patient preparation was a factor. The electrode pads used during the event were not returned as part of the evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "poor pad contact" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.